Event description:
The customer reported a "system defective" condition. It was clarified the rfu indicator status showed a solid red x with a periodic chirp. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).